Event description:
It was reported that the customer experienced trouble charging the pump due to the charger not functioning well. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined a follow-up from technical support.